Event description:
The switch remained in the "on" position. Inspection revealed that the spring was out of position. Remedial action was taken to correct the problem. No injuries or deaths were reported.